Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the t-connector tubing where the tubing connects to the plastic of the t-connector that attaches to the piv. This occurred while infusing on a patient in the nicu; no harm was reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.